Manufacturer narrative:
The customer indicated they resolved the issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to power up when the on/off button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.